Manufacturer narrative:
Medwatch sent to FDA on 01/04/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hard lumps as follows: precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Healthcare professional reported that approximately one month after injection with two syringes of juvederm voluma xc in cheeks, and concomitantly with one syringe of juvederm ultra plus xc in the marionette lines and oral commissures, the patient developed a "lump" on each of the marionette lines and one week later, a "lump" on the cheek. Patient was seen for a follow up appointment and the "lumps" were "visible and hard to the touch." Patient was treated with biaxin. Patient was taking celexa, wellbutrin, levothyroxine and adderall" concomitantly. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00903 ( (B)(4) ). This is the first MDR submitted for the first suspected product, juvederm voluma xc.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately one month after injection with two syringes of juvederm voluma xc in cheeks, and concomitantly with one syringe of juvederm ultra plus xc in the marionette lines and oral commissures, the patient developed a "lump" on each of the marionette lines and one week later, a "lump" on the cheek. Patient was seen for a follow up appointment and the "lumps" were "visible and hard to the touch." Patient was treated with biaxin. Patient was taking celexa, wellbutrin, levothyroxine and adderall" concomitantly. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00903 ((B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.